Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited an abrupt increase in pacing impedance measurements from approximately 400 ohms to 1,086 ohms. The pacing impedance measurements were checked in clinic and reported measurements between 5430 to 630 ohms. There was no evidence of any noise and the pacing threshold measurements were stable. There was a report that the patient experienced light-headedness.

Event description:
Additional information received indicated that surgical intervention was performed and the other manufacturer's right ventricular (rv) lead was explanted. A new rv lead was successfully implanted. No adverse patient effects were reported.